Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on esc and act button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. Insulin pump passed displacement test and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button error. Customer's blood glucose level was unknown. Customer stated that the buttons on insulin pump don't respond quickly like they used to but especially the escape button and the act button they don¿t have the spring in them and he had to push them two or three times. Customer was observe time clock for one minute to verify if time advances. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.